Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Bd was not able to duplicate or confirm the customer¿s indicated failure as no product code, batch, or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that leakage occurred during use with a bd phaseal optima injector (n35-o). The following information was provided by the initial reporter, "when I arrived on the 9th floor, pediatric unit this morning, I was approached with a situation that happened during the night. The night nurse told me that the luer lock connection from the tubing and the phaseal injector were disconnected. She said the chemo was hung at 1607. At 0100 she checked the site and all was well. When she checked at 0243, there was blood and chemo in the bed and that is when she noticed the disconnection. She mentioned their policy was to check the patients every 2 hours, which she said she did. When discussing what took place during the night the pharmacist and the charge nurse were present. I went up to 10th floor pharmacy in the cancer building and spoke with the pharmacist about how they connect. They do use the tubing where the collar is pulled back and moved forward to tightened. The pharmacist rounded up the 3 pharmacy techs, I instructed them the importance of pulling back the collar, pushing it in, giving it a turn then twisting the collar on. Explained that if they don't do it this way they could miss a thread. I went back down to peds to let them know I spoke with pharmacy about making the connection. I also, reinforced with the nurses that they should check the chemo when it comes from pharmacy to make sure everything is tight and secure before hanging. The patient that this happened to is 13 years old. Receives a drug called blincyto. It is a drug that is infused over 24 hours and each day a new bag of this drug is hung. This cycle goes for 28 days straight. After a week of receiving this in the hospital, they go home on home infusion therapy. They said this patient has been on this drug and knows not to touch any of the connections."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd phaseal optima injector (n35-o). The following information was provided by the initial reporter, "when I arrived on the 9th floor, pediatric unit this morning, I was approached with a situation that happened during the night. The night nurse told me that the luer lock connection from the tubing and the phaseal injector were disconnected. She said the chemo was hung at 1607. At 0100 she checked the site and all was well. When she checked at 0243, there was blood and chemo in the bed and that is when she noticed the disconnection. She mentioned their policy was to check the patients every 2 hours, which she said she did. When discussing what took place during the night the pharmacist and the charge nurse were present. I went up to 10th floor pharmacy in the cancer building and spoke with the pharmacist about how they connect. They do use the tubing where the collar is pulled back and moved forward to tightened. The pharmacist rounded up the 3 pharmacy techs, I instructed them the importance of pulling back the collar, pushing it in, giving it a turn then twisting the collar on. Explained that if they don't do it this way they could miss a thread. I went back down to peds to let them know I spoke with pharmacy about making the connection. I also, reinforced with the nurses that they should check the chemo when it comes from pharmacy to make sure everything is tight and secure before hanging. The patient that this happened to is (B)(6) years old. Receives a drug called blincyto. It is a drug that is infused over 24 hours and each day a new bag of this drug is hung. This cycle goes for 28 days straight. After a week of receiving this in the hospital, they go home on home infusion therapy. They said this patient has been on this drug and knows not to touch any of the connections."